Event description:
Removal of endosseous dental implant. According to the clinician, 1 implant was placed in site number 5 during a routine procedure in class ii bone. The clinician reports that the implant was loose approx 4 months postoperatively and was removed.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.